Manufacturer narrative:
(B)(4). Results: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the sales rep that during a gastric bypass procedure, the first device would not fire on the second firing attempt. The next device would not close to go down trocar. The device was never fired due to the inability to close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.